Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A guidant technical services representative discussed the frequency and patterns of tones from the device. The patient was referred to their physician. The device was explanted for normal battery depletion and replaced with another guidant crt-d. Upon receipt, engineering calculations determined that this device did not meet expected longevity predictions as described in labeling.